Manufacturer narrative:
The exposed portion of the soft cannula was observed to be completely torn and shortened. Fluid was not able to flow through the entire fluid path as a result. It could not be determined when or how this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours in the abdomen. As treatment, a new pod was placed. Pod was originally reported for not sure insulin was being delivered.